Event description:
During an aorto-mesentery eschemia procedure, while implanting, the dr noticed that the graft was leaking blood through holes in both distal ends of the graft. The estimated blood loss was approx 200 cc. The holes were repaired, the graft was left in. The pt's condition is ok. No product is to be returned for evaluation.